Event description:
Vent went into ambient mode and the alarms did sound. In the sensor 4 diagnostic page, the 12volt supply was inconsistent and the blower failed during the self-test. (Boot up). There was two tfs logged: 444004 (voltage out of tolerance) and the other 431002 (blower disconnected).

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.